Manufacturer narrative:
Sample analysis pending. A follow up medwatch will be submitted upon completion of the analysis.

Event description:
Baxter reported the disconnection of a supply line of a uv yume set from the solution bag port immediately after having made the supply line/solution bag port connection via clean flash. No abnormalities were noted with the clean flash during the process. The incident occurred upon initial use of the set and the solution bag was not being moved or jostled at the time that the separation occurred. No patient injury or medical intervention was associated with this incident per baxter.